Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that earlier today, they had called patient services and got disconnected while they discussed their implant from 2017. The patient said that the device didn't work for their urinary incontinence, and was removed. The patient was redirected to their healthcare provider to further address the issue. The patient said they believed their interstim was removed shortly after they got it because it never helped or if they still have it, it hadn't been working. On 2026-mar-19 additional information was received from the healthcare provider (hcp). The hcp stated that the patient was last seen by a different provider so they had no further information regarding the event.